Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 515 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, nausea and vomiting. It was reported that once the pod was removed from the insertion site the pod's cannula was bent. As treatment, the mother of the patient administered a bolus. Once at the hospital the patient was treated with intravenous fluids, insulin and nausea medication. In addition there was setting changed made to the customers personal diabetes manager (pdm). The patient was released from the hospital the following day.